Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Buttons responded properly after locking lcd keypad connector. Device received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding and was not allowing for verification of a button error alarm. Customer's blood glucose was unknown. Insulin pump will be replaced.